Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during a fibroid removal procedure on an unknown date, visualization was poor and fluid was being lost. Procedure was aborted. Pathology removed had bowel in it. Patient was brought back in. "They opened her up" and confirmed part of her bowel was resected. General surgeon resected additional bowel and then reconnected it. The patient was released and has since been seen back and is reported to be doing fine. No other information was provided by the doctor.